Manufacturer narrative:
The device was returned for analysis. The link was separated approximately 1cm from the swage end of the posterior cuff and the separated portion was not returned. The guide was separated from the distal end of the guide tube and was not returned. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The cause of the reported difficulties and subsequent treatment appears to be related to procedure circumstance. In this case, it is likely the guide broke during insertion. In this condition, it is then possible the foot did not close causing vessel damage during removal. The reported patient effect of vascular dissection is listed in the perclose prostyle instructions for use, as a known adverse event associated with use of suture mediated closure devices. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right femoral artery was attempted using a prostyle device relative to an interventional left heart catheterization procedure. Reportedly, the device failed to deploy as a link break was noted, and the device ripped the vessel. Medication was administered and contralateral access was gained via the left femoral artery to tamponade the vessel. A surgical cutdown was performed to repair the vessel and achieve hemostasis. There was a reported clinically significant delay in the procedure. Return device analysis noted that the guide was separated from the distal end of the guide tube and was not returned. Follow-up with the account confirmed that the guide tube separation occurred after the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.